Manufacturer narrative:
The device was returned to olympus for evaluation on dec 20, 2023. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the video system center, displayed error code e337 (image processor or light source error). The issue occurred during preparation for use. The procedure was unknown. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: fan failure. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.